Event description:
The patient was admitted to hospital with frequent episodes of ICD therapy for ventricular tachycardia. He had an ICD implanted in 2005. This device was placed on the right side because the patient is left-handed. He had a generator change in 2014...his lead was examined under fluoroscopy and found to be intact; however, analysis of the lead and the generator with input from manufacturer's technical support staff indicated that both the lead and the device in combination are defective in providing appropriate therapy and need to be replaced. Operative report notes: the generator was disconnected from the leads ..fluoroscopic examination of the patient's leads confirmed that there were no externalized conductors. However, there appeared to be an area of compression of the leads on the caudal margin of right clavicle and indeed in passing stylets down the leads, we found it difficult to pass this area, although we were eventually successful in passing laser locking stylets down each of the 2 leads present. The right atrial lead was also dysfunctional and appeared to be involved with the same crushing process associated with the dysfunction of the right ventricular riata electrode. In mobilizing the leads, we performed essentially a subtotal capsulectomy and exposed the leads down to near their insertion site in the subclavian. Digital dissection proceeded, to help break the adhesions and bony concretions encasing the leads on the caudal margin of the clavicle. A stylet was passed down each of the leads and active fixation device was withdrawn. Constant gentle traction on the leads failed to dislodge them and accordingly, laser technology was mobilized. Each of the leads was amputated, laser locking stylets passed down their course with some difficulty as noted above. With the riata lead, we made provisions for retraction on not only the central core of the lead, but also the conductors independently. Using a 16-french laser under constant tee monitoring as well as fluoroscopic guidance, we were able to remove both leads in their entirety without difficulty or complication. The patient tolerated the procedure well and there were no complications.